Event description:
A home monitor alert for this rv lead showed high, out-of-range impedances. The patient was brought in to the office for device interrogation. A lead replacement is expected in the near future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 10/01/2014: this lead was capped on (B)(6) 2014 and replaced during a device upgrade to a crt-d.